Manufacturer narrative:
Method- a review of the manufacturing paperwork has been conducted. Result: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
During an aaa procedure, right external iliac artery rupture occurred during the removal of a 16fr dilator. A gore viabahn endoprosthesis was implanted to repair the rupture. Following the viabahn implantation, an angiogram was performed, and extravasation was still observed. In a further attempt to seal the rupture, a non-gore device was implanted proximal to the viabahn device. A repeat angiogram still showed extravasation. The physician decided to convert to an open procedure to repair ruptured artery and aaa. Following the open repair, the patient was in stable condition.